Event description:
It was reported the transfer set with twist cap appeared damaged. Additionally, a dent was noted on the tread of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Reporter's address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the female connector was observed damaged. The set underwent functional testing and a leak was observed beneath the minicap. Clear passage and clamp function testing were performed and the set functioned according to specifications. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.